Event description:
Per asc reporter: blood entered the pressure dial on device and physician chose not to use it on patient. The device was inside the patient but never activated and there was no harm to patient or doctor.